Manufacturer narrative:
The uric acid reagent lot number was 845589 and the calcium reagent lot number was 822631. The reagent expiration dates were requested, but not provided. The field service engineer found a hole in the rinse arm vacuum tubing. The tubing was repaired. The probe alignments, wash levels, and vacuum bottles were checked. Quality controls recovered within range. The investigation was able to rule out a reagent issue because the correct rerun was performed using the same reagent. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 and a second patient sample tested with the uric acid ver.2 assay on a cobas 8000 c702 module. The first sample resulted in calcium values of 3.38 mg/dl and 6.38 mg/dl. The second sample resulted in uric acid values of 0.4 mg/dl and 3.2 mg/dl. The operator observed a dripping cell rinse unit.